Event description:
3 1/2 hours into hemodialysis treatment a cut was found in the pump segment tubing on the bloodline. Due to potential for contamination the blood in the pre-pump portion of the arterial tubing was discarded resulting in ebl = 50 cc. No patient injury or need for medical intervention is reported.